Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region. The cause of reported events was due to external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented to the clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited low pacing impedance and it was found that the insulation of the rv lead was damaged. The rv lead was explanted and replaced. The patient was in stable condition.